Event description:
On 10/22/2024 an ilet user reported they experienced a low blood glucose (bg) event requiring hospitalization. The event occurred on 10/22/2024. The user reported experiencing fluctuations in bg levels over the past two days. The user's ilet data logs revealed that they initially over-announced for a meal, leading to a low bg. After correcting the low, they ate dinner without announcing, resulting in high bg levels. To address this, the user announced four separate dinner meals, which led to another low bg event. Concerned about their low bg levels, the user went to the ER, where they were transported by ambulance after experiencing dizziness that caused them to fall backward, lose balance, and vomit. Due to physical limitations, the user's wife called 911. The highest and lowest bg readings during the event were 288 mg/dl and 40 mg/dl. Emergency personnel and hospital staff provided monitoring, and the hospital administered a saline solution. No other medical interventions were provided, and the user was discharged once bg levels stabilized. The agent provided extensive education on meal announcements and how to appropriately announce meals moving forward.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. The evening prior to the hypoglycemic event shows a period of hyperglycemia due to a meal that was not announced to the ilet. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, the ilet operated as intended. This hypoglycemic event was caused by the user failing to announce their meal to the ilet the evening prior to the event, resulting in increased correction insulin dosing in response to their hyperglycemia followed by inappropriate meal announcements in an effort to correct hyperglycemia, despite training and labelling, which increased the risk of hypoglycemia. Training on proper use of meal announcements emphasized by the agent during the technical support call.